Manufacturer narrative:
Tracking#429437-0 sent:11/17/2005 additional information:d4,10;g4;h2,3,4,6 evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements.

Event description:
During a unk procedure, the device did not fire. Case completed with another device of the same product code. No pt consequence. 1 device returning, 1 replacing.